Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was attempted to be implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the procedure was done under general anesthesia. According to the complainant, during the procedure, it appeared that one side of the y-connector was clogged because the physician was able to pushed the saline through the other side. A second kit was opened however, the y-connector also clogged and the procedure was cancelled. There were no patient complications reported as a result of this event. The patient received planned radiation therapy.